Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On 03/30/2024, it was reported that the patient had a cgm reading of 5.0 mmol/l and was given some grapes and half a banana before playing a soccer game. An unknown time after this the patient experienced foaming out of the mouth, their eyes were rolling back, had a seizure, and loss consciousness. The patient was attended by their mother while the dad called an ambulance. When the paramedics arrived, the seizure had finished. A fingerstick was taken and the cgm was reading 5.2 mmol/l and the blood glucose reading was first 4.3 mmol/l and then 3.1 mmol/l. The patient was brought to the hospital and over the course of the event was treated with glucose gel, lollies, jelly beans, crackers, 250ml of juice, and a quarter of a sandwich by both the parents and the paramedics. It was stated that the in the hospital the cgm reading that did not drop below 5.2 mmol/l, while it took the patient 3 and a half hours to increase to a blood glucose reading of 4.0 mmol/l. The sensor was removed and replaced. After treatment the patient stabilized, and the blood glucose reading was first 9.0 mmol/l and later 13.0 mmol/l. The patient was discharged after spending around 4 hours in the hospital. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.